Manufacturer narrative:
According to the customer, on (B)(6) 2026, upon removal of the tape the patient experienced a "burning sensation, blister formation, and/or skin tearing". The customer reported that the patient required a wound care consult to manage the injury and "and one home wound care treatment". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on (B)(6) 2026, upon removal of the tape the patient experienced a "burning sensation, blister formation, and/or skin tearing". The customer reported that the patient required a wound care consult to manage the injury and "and one home wound care treatment".